Manufacturer narrative:
It was reported that vigilance devices failures and a communication failure occurred during the surgery. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs confirmed the vigilance devices miscommunications. The most probable root causes is a momentary breakdown of the vigilance device. Then the root cause identified for the communication error is a shared memory issue between rosanna_brain and mario_win software.

Event description:
During the rns case the patient was positioned, registered, and the first trajectory was implanted. The robot was driven back to intermediate position after the first trajectory was complete. When the 2nd trajectory was selected, the screen would jump between the screen saying to step on the vigilance device, the screen with the stop sign screen and then the screen that says that the foot pedal was released, do you want to continue. This happened a few times and field service engineer (fse) thought that it was the resident stepping on and off of the pedal, but then she took the pedal away and the screens continued to flip back and forth. If continued was selected, then the stop sign screen would come up for a second and then it would go back to the foot pedal released. Do you want to continue? Screen. The fse attempted to unplug the pedal from the robot and then plug it back in, but the problem continued until there was a communication failure and the system shut down. After the system was restarted, the system and vigilance device worked as it should and the second electrode was placed without any other issues. This caused about a 10 minute delay.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI# : (B)(4).

Event description:
During the rns case the patient was positioned, registered, and the first trajectory was implanted. The robot was driven back to intermediate position after the first trajectory was complete. When the 2nd trajectory was selected, the screen would jump between the screen saying to step on the vigilance device, the screen with the stop sign screen and then the screen that says that the foot pedal was released, do you want to continue. This happened a few times and field service engineer (fse) thought that it was the resident stepping on and off of the pedal, but then she took the pedal away and the screens continued to flip back and forth. If continued was selected, then the stop sign screen would come up for a second and then it would go back to the foot pedal released. Do you want to continue? Screen. The fse attempted to unplug the pedal from the robot and then plug it back in, but the problem continued until there was a communication failure and the system shut down. After the system was restarted, the system and vigilance device worked as it should and the second electrode was placed without any other issues. This caused about a 10 minute delay.